Manufacturer narrative:
The investigation is still on going. The results will be provided with a follow-up report.

Event description:
It was reported that the device restarted during induction of anesthesia and mask ventilation. No injury reported.

Manufacturer narrative:
Based on the log analysis it could be comprehended that the device repeatedly was switched on and off on the reported date of event. During on site inspection the battery and mains cable have been checked without identifying any deviation. Power supply and main board were replaced as a precautionary measure. Afterwards, the symptom of the device restarting was still present. As root cause a contact failure in the main switch was assessed and in consequence the main switch was replaced. No further problems have been reported to us since then. The main switch was requested for investigation but was not received. The instructions for use include a warning that the system has to be operated under the constant supervision and control of a qualified operator. So, an intermittently turning on/ off of the device due to a faulty main swich is directly apparent to the user. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported that the device restarted during induction of anesthesia and mask ventilation. No injury reported.